Manufacturer narrative:
The flow 50 coblation wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿during a knee arthroscopy with synovectomy, the generator did not recognize the flow 50 wand. Then it was decided to not use the product.¿ visual inspection under magnification shows no wear on the electrodes with no signs of activation. There are no manufacturing abnormalities visually observed with the returned wand. Data extracted from the returned wand found that the wand has not been connected to a controller or activated. The wand was then connected to a compatible werewolf controller and was activated in saline solution at the default and max settings on the controller and performed as intended. There was no hesitation in connection of the connector into the compatible controller or any errors displayed. The complaint could not be verified and the root cause could not be determined with confidence as the device was recognized on a compatible controller and functionally performed as intended. It is possible that the device¿s connector block was not fully inserted into the controller display connector. Also, factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the customer¿s controller which was not returned for evaluation. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee arthroscopy with synovectomy, the generator did not recognize the flow 50 wand. Then it was decided to not use the product. The procedure was completed with no delay or patient injuries reported. No back up device was available.